Manufacturer narrative:
G2: report source has been updated to foreign. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, 1 of the channels couldn't be sensed (x). The reported procedure delayed by 10-15 minutes. The procedure was completed with backup product. No patient injury.

Manufacturer narrative:
H3: analysis of the device found visually, there was a yellowish-brown colored residue on the cuff balloon at the distal end of the device when returned and the tube adapter at the proximal end of the device was removed and not returned. Additionally, there was surgical tape on portions of the wire harness and on the proximal end of the device where the adapter used to be. Under magnification, there were small voids/holes in the blue electrode trace pad. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 26 ohms (blue), 26 ohms (blue with white stripe), 14 ohms (red), and 32 ohms (red with white stripe) which all electrodes were in specification. For further analysis, a stylette was used to manipulate the shape of the tube and the clamp shell, on the proximal end of the device, and the electrode resistances remained in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in saline and the device passed the initial electrode check and there was no excessive noise during the noise test. For further analysis, a stylette was used to manipulate the tube near the clamp shell and both channels passed the electrode check after bending each of the four traces. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.